Event description:
Account alleges, the pump is not delivering the dose accurately.

Manufacturer narrative:
Pump has not been returned. A review of the DHR showed no nonconformances were issued during the manufacture of this pump. A follow up report will be sent when more info is available.